Manufacturer narrative:
(B) (4) (lens stuck in injector): eval results: (other): visual inspection of the returned product found the lens stuck in the returned injector. The nose cone of the injector was damaged. There was evidence of surgical residue. Conclusions: (other): based on the complaint history and the eval of the returned product, possible root causes for this problems include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens problems, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4)

Event description:
The reporter stated the surgeon attempted to insert a 21.0 diopter aa4204vl silicone single piece lens but the lens was stuck in the injector. The reporter was unable to provide any additional info.